Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had several anomalies on their insulin pump. It was found the time was incorrect on the customer's insulin pump and the mother did not know how the changes were made. It was also found the customer was receiving several software alarms on their insulin pump. Customer's blood glucose was 196 mg/dl. The customer stated the alarm did not occur after a battery change or during the prime process. Customer was advised their insulin pump needed to be replaced. No additional information provided.